Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10 additional information: e1 (event site postal code (B)(6), event site state: (B)(6), contact person e-mail address: (B)(6)). It was reported that cs100 intra-aortic balloon pump (iabp) battery requires maintenance. This order is opened only for the quotation; the engineer has not visited the site. After the receipt of the purchase order, the engineer will visit the site. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : fse not visited the site.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) battery required maintenance. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.